Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod pump at the time of the event. On (B)(6) 2026, the patient¿s parent reported that the cgm was displaying "low"; however, no fingerstick blood glucose (fsbg) measurement was obtained at home because they did not have a glucometer available. The patient was reportedly ill and experiencing vomiting. The parent attempted to give the patient gatorade, but the patient was unable to tolerate it and vomited. Due to the patient's condition and the persistent "low" cgm readings, the parent decided to seek medical evaluation. At 9:00 am, the patient was taken to the emergency department (ed) and arrived at 9:15 am. Upon arrival, ed staff performed an fsbg test, which resulted in 587 mg/dl. The parent stated that no formal diagnosis of diabetic ketoacidosis (dka) was communicated by the health care provider (hcp); however, the parent believed the patient was experiencing dka. Information regarding treatments, medications, diagnostic findings, and the patient's condition following evaluation was not available. During the report, the connection was lost. Additional follow-up attempts were made by tech support to obtain further information; however, the patient could not be contacted. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.